Event description:
The customer received blood glucose readings of 549, 492, 497, 353 mg/dl on the contour meter, re-tested on a different meter and the readings were 80, 82, 83 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Product information was not provided. Replacement test strips were sent to the customer.

Manufacturer narrative:
(B)(4).